Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was 169 mg/dl. Customer will contact healthcare provider (hcp) to acquire back-up insulin supply. The customer declined a follow up call with tandem technical support to confirm that they were able to obtain backup insulin supplies.